Event description:
Additional information received. Rep reported they met with patient yesterday at 2 o¿clock at dr. (B)(6) office. After viewing the cd with dr. (B)(6) and the patient it was noted that the lead had not moved since the surgery. The doctor has decided to revise one of her leads to get more on the right hand side but the lead had not moved. It¿s just that when they were put in they were too far to the left and she needs more right coverage.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type: lead; product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 12-oct-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 12-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that at the end of (B)(6) one of the patient's lead came down and needed to be fixed. The right lead fell down. The patient was not receiving full stimulation and the patient's representative (rep) had been changing the programs and the rep went to group a. The patient had an x-ray that showed the left lead went to c1 and the right only went to c4. The patient had an appointment on monday. Additional information was received. It was reported that the patient had an appointment on (B)(6) 2021 with their healthcare provider. Prior to the appointment the patient had met with their manufacturer representative to reprogram their right hand side. It was noted they had been unable to do that since the patient's surgery. The healthcare provider had suggested to get an x-ray to see if the lead had moved.